Event description:
Pt admitted with history of left shoulder pain, now having complaints of increased pain. Significant history of rheumatoid arthritis. Pt is s/p bilateral shoulder replacements in the past.